Manufacturer narrative:
(B)(4). Date of this report: 12/29/2014.

Event description:
On (B)(6) 2014, patient's (pt) parent reported to the johnson & johnson (B)(4) affiliate that the patient (pt) experienced severe pain in the od on (B)(6) 2014 while wearing an acuvue oasys contact lens (cl). The pt was initially seen and treated with vigamox gtts at a local hospital. The pt was then seen and treated at a second hospital where the hospital sent the lenses in question to a local laboratory; they were tested and were found to have acanthamoeba. The parent reported the pt was treated with ¿brolen and chlorhexadine.¿ they are waiting for corneal transplants this could possibly take six months to one year. The pt is being monitored q2 weeks in the hospital. The wear schedule and replacement schedules are unknown. The lot # and product return availability are unknown. On (B)(6) 2014, one of the treating eye care professionals reported that the pt washed the lenses in question with tap water. On (B)(6) 2014, the pt¿s parent reported the pt was being treated with ¿atropine; brolene; dexamethasone (neomycin); cefazolin; chlorhexidine; garamycin; vigamox; pupil widening drops; and eyes refresh drops. " additional information has been requested but has not yet been received. Additional information will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 14jan2015 the following additional information was received from the affiliate in on (B)(4): f/u appointment on 2014: the (B)(6) pt is seen post hospitalization due to acanthamoeba keratitis; feels improvement in pains; improvement in vision acuity with expansion; now treated with chlorhexidine and brolene qd; no pain; greatly interested in cornea transplant surgery. Chart confirms that culture was positive for acanthamoeba; past treatment with chlorhexidine, brolene, opalux, and dexmycin. Va od: 1-meter board: 1/20, glasses. Intraocular pressure 17; conj: quiet; cornea: thick central scarring without inflammatory activity; no dye uptake; anterior chamber: deep and quiet; disk: normal, c/d 0.3 tone normal borders. Ocular diagnosis: corneal opacity and other disorders of the cornea; visit summary: central scar, does not appear to be active; discontinue brolene and chlorhexidine; return in 3 weeks. If no flare, pt can enter the wait-list for corneal transplant. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. No testing methods performed.